Event description:
A customer complained that advia centaur intact pth (ipth) patient results were lower than other manufacturers ipth assays. The history of the patient ipth results was around 200 to 300 and the results now are 2000 to 3000 with alternate methods. The 11/23 sample that resulted as 11.5 was repeated at the customer site on 11/25 and the result was 21.5. The sample was sent to (B)(6) on 11/26 and the result was 194. The customer suspects sample issue since the results are not reproducible on both the advia centaur and the other method. Physician did not prescribe medication. The patient had fallen and broke her hip.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant advia centaur ipth result is unknown. The instrument is performing within specifications. The patient sample has been requested for evaluation at the manufacturing site. No further evaluation of the device is required.

Manufacturer narrative:
The customer has sent the patient sample to siemens healthcare diagnostics for further testing. Based on the evaluation and testing performed, the cause of the discordant result was biotin interference. The IFU (p.7 of ver. J) stated in the limitations section at the time of event: "samples from patients routinely receiving high dose biotin therapy may show falsely depressed results. Additional information may be required for diagnosis."

Event description:
This is a supplemental report to the original report filed for 1219913-2009-00113. For other information related to this report, please see medwatch report 1219913-2009-00113 previously filed.